Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after not feeling well. During monitoring in hospital, patient complained of pain at the device site. During device interrogation, noise on atrial and ventricular leads was noted in at/af episodes. Noise was not reproducible with device manipulation. Multiple at/af episodes were noted on merlin.net transmission. Further tests were recommended. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that further testing was not performed per recommendation of cardiologist. The cause of the noise was not identified. During hospital stay, patient experienced tingling at the device site only when the patient was in one department of the hospital. The patient was discharged in stable condition. Later the device was explanted and returned for analysis.

Manufacturer narrative:
Analysis results were already submitted in 2938836-2016-13366 on oct 27, 2016.